Event description:
Event description guidant received this transvenous defibrillation lead after explant. No allegation was made against the lead. 05/22/02, guidant's reliability lab found a fracture of both conductors during analysis of the leads. This finding has made this event MDR reportable and vr reportable. Refer to conclusion text.